Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on (B)(6)2024. An investigation was conducted on (B)(6)2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. Charred material was observed on the intact heater wire. There were no visual defects observed on the gray intact silicone insulation on the hot jaw. The gray silicone insulation on the tip of the hot jaw was observed to be peeled and detached from the cold jaw, exposing the cold metal tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000351376 history record review was completed. There were (04) ncmrs, rework, or deviations documented for the reported lot number. There were three (03) ncmrs identified which has no relation between the batch manufacturing process and the reported failure, and (01) ncmr which relates to the reported failure. Hhe 1085406 and field action 1101822 address the reported failure described in the ncmr.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure while cauterizing tissue on the lower leg, vasoviewhempro vh-3500 silicone piece about 1cm in size broke in the harvesting tunnel. The piece was retrieved with the jaws. No additional incisions were made. A new device was used to complete the procedure. There was an approximate 3 minute delay. There were no further issues.

Manufacturer narrative:
E1 (B)(6). Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw#: (B)(4). Updated sections: a3: sex, e1: event site name. Corrected section: d4: unique identifier (UDI)# from (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure while cauterizing tissue on the lower leg, vasoviewhempro vh-3500 silicone piece about 1cm in size broke in the harvesting tunnel. The piece was retrieved with the jaws. No additional incisions were made. A new device was used to complete the procedure. There was an approximate 3 minute delay. There were no further issues. There was no patient harm.